Event description:
Subsequent to initial filed report, a cine analysis revealed that a dissection leading to a perforation had occurred during pre-dilatation with an unspecified balloon of the restenosed mid and distal right coronary artery areas, where both restenosed 2.5x28 stents had been implanted. Cine analysis also revealed a total occlusion, along with the reported restenosis, of the distal segment of the right coronary artery. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of dissection, angina, perforation and stenosis/restenosis, are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. A cine review confirmed a total occlusion at the site of a stent implant along with areas of restenosis. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.5x28 and 2.75x15 xience v stents are being filed under separate medwatch reports. There were no reported product deficiencies. The reported patient effects of angina, and stenosis/restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that in the year 2008, a 2.5x28 rx xience v rx drug-eluting stent had been implanted in the mid right coronary artery, another 2.5x28 xience v rx drug-eluting stent had been implanted in the distal right coronary artery, and a 2.75x15 xience v rx drug-eluting stent had been implanted in the proximal right coronary artery of a patient. On (B)(6) 2012, the patient presented with angina. An angiogram performed the same day revealed a chronic total occlusion and in-stent restenosis in the mid right coronary artery, and in-stent restenosis in the proximal and distal sections of the right coronary artery. All three vessel locations were successfully treated with a total of two 2.75-diameter non-abbott drug-eluting stents. There was no patient sequelae and no clinically significant delay in the procedure. No additional information was provided.